Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator¿s touchscreen does not work anymore. It is unknown if the device was in use on a patient at the time of the event; however, there was no patient or user harm reported.

Manufacturer narrative:
The key market reported that the customer decided not to have the device repaired due to the age of the device. No further actions were performed by philips. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
It was reported that there was no patient involvement when the issue occurred. No patient or user harm reported.